Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was diagnosed with bacteremia on an unknown date; an echocardiogram noted vegetation on the right ventricular lead. The whole system including the implantable cardioverter defibrillator and leads was explanted without complication. The patient was stable throughout and post procedure. Related manufacturer reference number: 2017865-2019-09613.

Manufacturer narrative:
Analysis was normal. No anomalies were found.